Event description:
The communicator was returned to allow for reliability analysis.

Event description:
Boston scientific received information that following a severe thunderstorm, a power outage occurred and the power cord of the communicator power cord and telephone cord were found melted. Patient services was consulted and instructed the patient advocate to return the communicator, including power and telephone cords for reliability analysis. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the communicator was thoroughly inspected and analyzed. Visual inspection revealed that the housing on the communicator was broken open. The ends on one of the power cords was burnt. The power brick was in pieces and the internal connections were burnt. Two returned phone cords (four-conductor bsci cord and two-conductor non-bsci cord) were damaged, with blackened plugs and melted outer insulation. The observed damage was consistent with a high-power electrical overstress event. There was visible evidence of electrical overstress in the modem circuitry, power brick and phone cords. During initial testing, it was noted that a voltage measurement of the returned power brick could not be made due to severe physical damage. Both halves of the power brick cover were separated. The ring and tip lines of both phone jacks were not checked because of severe damage done to the communicator. The wall jack was not visible through its corresponding bottom cover opening. Loose parts were heard inside the communicator when it was handled. The label placard was removed. One capacitor was found stuck to the adhesive on the back side of the label. A loose trace and another loose capacitor came out of the communicator's bottom hole when it was shaken. Both phone cords were visibly damaged. The bsci four-conductor cord was blackened at both plugs and the cord was melted near one of its plugs. The returned two-conductor non-bsci phone cord was also blackened at one of its plugs. No attempt was made to apply power to the communicator and no further analysis was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.